Event description:
An intraoperative femoral bone fracture occurred during hip replacement surgery when the stem was inserted. The surgeon used wire to fix the fracture. The surgeon reported that the fracture was likely related to fragile bone quality. The report was the result of a post market survey so the event occurred in 2015 but wasn't reported until 2019.